Event description:
It was reported that the asymptomatic patient presented to the clinic for a device check. Upon interrogation, the pulse generator exhibited backup vvi operation. Due to the device battery reaching end of life troubleshooting could not be performed. On (B)(6) 2017 the device was explanted and replaced. No additional information was reported.